Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, during a follow-up, the device memory (aida) reports suddenly disappeared from the programmer screen when they were being reviewed. After that, no pacemaker data was found in the patient file.

Event description:
Reportedly, on (B)(6) 2019, during a follow-up, the device memory (aida) reports suddenly disappeared from the programmer screen when they were being reviewed.after that, no pacemaker data was found in the patient file.